Event description:
Caller reported a cartridge alarm issue. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to load a new cartridge using the correct technique and successfully resumed insulin therapy, resolving the issue.